Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The user reported experiencing itchiness, swelling, sores, and bleeding blisters caused by the white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025. The adhesive patches are not expired, and neither a bandage nor tegaderm was used when the symptoms occurred. The user reported applying lotions or creams to the area and stated no history of sensitive skin.the user's hcp is aware of the event and prescribed benadryl lotion.per dms, the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported experiencing itchiness, swelling, sores, and bleeding blisters caused by the white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025. The adhesive patches are not expired, and neither a bandage nor tegaderm was used when the symptoms occurred. The user reported applying lotions or creams to the area and stated no history of sensitive skin.the user's hcp is aware of the event and prescribed benadryl lotion.per dms, the user is currently using the system, and the information is up to date.